Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced blood glucose (bg) of 25 mg/dl. Customer required assistance from the contact to consume food to address bg level. Customer alleged pump was delivering too much insulin. Although requested, the customer was unable to upload the pump data logs for tandem technical support to perform a log review. Reportedly the customer reverted to manual injections for insulin therapy.